Event description:
It was reported that a clearlink vented continu-flo solution set leaked approximately 100 to 200 ml of blood and IV solution due to a disconnection of its male luer adapter from the luer lock collar. This occurred approximately 30 minutes into a dental patient¿s infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.